Event description:
User facility medwatch report # (B)(4) was received and a copy of that report will be included in this report. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Brand name corrected from cslp expansionhead to 4.0mm ti cortex expansionhead screw 12mm. D7 explant date corrected to (B)(4) 2013.